Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the drive support cap and the support cap sticking out. The customer was advised to follow their medically prescribed back up plan. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind, basic occlusion, prime, compromised force sensor system, excessive no delivery test and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.